Manufacturer narrative:
Investigation description: no fault found. The device powered on and the sleep/wake button was responding to touch inputs from all fingers even through 4mil nitrile gloves. The device was tested on an ipx8 leak test system and no leaks were detected to implicate liquid damage. No malfunction alerts were found in the engineering logs.

Event description:
It was reported that an ilet user experienced a nonresponsive sleep/wake button that failed to wake the device despite repeated presses, occurring almost daily since initial use, and also reported intermittent dexcom cgm signal loss with the ilet. Symptoms included no clinical symptoms. Outcomes included no impact on health and no medical intervention. Investigation included customer interview, troubleshooting, and logistics review for replacement and return of the device. Investigation of this case revealed a suspected device hardware malfunction affecting the user interface sleep/wake control, with reported cgm communication interruptions; the device will be replaced and data back-up via the mobile app was advised. It was concluded, based on previously established findings for similar reports, that the most likely cause was device hardware failure of the button interface, with contributory intermittent cgm connectivity.